Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was leak from a hole in the tube of a y-type blood/solution set. This occurred during infusion of blood. The reporter stated that the set had been primed with sodium chloride solution without issues; however, once the blood started infusing a leak was noted ¿about 3/4 of the way down the line.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.